Event description:
A (B)(6) female pt called zoll customer support to report adjust or check belt alarms. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation, the black pulse wire was damaged between the monitor's electrode belt connector receptacle and connector j4 on the defibrillator board, which prevented the monitor from detecting an ECG signal and caused the reported alarm. The root cause for the damaged pulse wire could not be positively identified. No adverse event resulted from the kinked pulse wire. The pt received a replacement monitor.